Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot with internal quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m134068, test base part number 190-430 / lot m134068. The lot met the required release specifications with no false negative results observed. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m134069 shoed that the complaint rate is (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2020 on a direct tested nasal kitted swab with his sample. It was reported by the customer that the nasal swab was used to swab both nostrils. Repeat testing was performed on the sample by running it twice on the laboratory's four (4) ID now instruments. It was reported the repeat results on all ID now instruments were negative. Confirmation testing was not performed. Per the customer, he was asymptomatic. The customer stated the test results on the ID-now covid-19 assay should be positive because they were positive for covid-19 three (3) weeks ago. He was told that the covid-19 virus can stay in the body for up to ninety (90) days. The customer confirmed he experienced no harm, delay, or impact due to the test results. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Due to the risk of a false negative result leading to a community hazard by further spread due to lack of early containment measures, such as isolation and the increased risk of complications, this incident shall be considered reportable.